Event description:
It was reported that a nurse in-training in the use of the starclose se device, attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, the starclose se clip was deployed uneventfully; however, some bleeding was observed at the patient's groin. Manual compression was applied for approximately 10 minutes. There was no adverse patient effect. Though requested, no additional information was provided.

Event description:
It was reported via a trial that the index procedure took place on (B)(6) 2008. Predilatation was performed prior to stenting of two vessels during the index procedure, two xience v stents (2.5 x 23 mm and 2.5 x 8 mm) were placed in the distal circumflex, after which a dissection was noted that required treatment with an additional stent. Another 3.0 x 18 mm xience v stent was placed in the mid circumflex. No additional patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. (B)(6).

Manufacturer narrative:
(B)(4).